Event description:
Upon inspection of infusion pumps, eight modules and two pump control units (pcu) were found to be defective. The units were pulled, repaired and returned to service. Seven units with minor corrosion of the device iui connectors (5 modules and two pcus). The corrosion was removed and the units placed back into service.